Event description:
Customer reporting false negative reaction for anti-d microwell using mts abd monoclonal rev grouping card lot # 072814037-57. Customer stated on (B)(6) 2014 sample from pregnant female was tested using mts abd/rev gel cards lot 072814037-57 and result reported as group a, rh negative. Results sent to dr's office. Dr's office contact facility and stated patient's blood type was previously group a, rh positive. Stated facility repeat testing again using the same lot # of gel cards and still getting group a, rh negative. Weak d testing was done as part of troubleshooting and stated the rh was positive. (Did not provide lot # used for weak d testing.). Customer also stated daily qc testing was performed and acceptable. Mts abd/rev card lot # 072814037-57 exp 05/21/15. Customer have no details patient's history: only to say patient is pregnant. Reagent/protocol-handling (reagent, cards, cassettes): as per IFU. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Ocd reviewed the IFU for the mts abd/ rev reagents and clones used. However, the concern is difference in reaction strengths. Ocd discussed the variability of the d epitope as detailed in the aabb technical manual. Customer is reporting incident for documentation.

Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).